Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was flashing yet unresponsive and unable to be turned on. Subsequently, the pump screen illuminated and a malfunction alarm occurred. The customer's blood glucose level was 112 mg/dl. Reportedly, the customer has manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. Issue identified: (B)(4).